Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The device was returned to olympus for evaluation. The evaluation was unable to confirm the user¿s report of ¿metal poking out.¿ a visual inspection was performed on the device and multiple dents and scratches were noted on the distal end cover (c-cover). There was no sharpness observed around the c-cover or the bending section of the device. A boroscope was used to inspect the internal channel and found no sharpness or metal piece sticking out. Discoloration on the light guide and objective lens was observed. The bending section cover glue on both side of the insertion tube and distal end were discolored and cracked. The cause for the reported event could not be determined. The instruction manual warns users ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿

Event description:
Olympus was informed during an unspecified procedure, a metal piece from the device was poking out and scratching the patient¿s colon. It is unknown if the intended procedure was completed. The patient¿s current condition is unknown.